Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/01/2010 and 02/02/2010 by phone, fax, and mail. A completed questionnaire was received on 02/03/2010. (B) (4). (B) (4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted. In a follow-up, the iol specialist reported that the pt was "unable to read and could see the rings on the implant". The lens was exchanged for a different model iol.